Manufacturer narrative:
Zoll service evaluated the thermogard xp ivtm system (sn (B)(6)) at the customer site. The reported complaint that the thermogard system displayed mid:09 (air trap assembly) error message was confirmed in the system's event log data and during functional testing. The root cause of the mid:09 error was the defective air trap sensor block due to an overflow of saline into the console air trap holder, likely caused by a leaking start-up kit (suk) or user mishandling. During device inspection, traces of saline were observed on the air trap sensor block assembly. However, no previous event was reported by this customer for a leaking suk associated with this thermogard console. The system event log data revealed multiple mid:09 (air trap assembly) error messages on and around the customer's reported event date, confirming the reported complaint. The thermogard xp ivtm system failed the initial functional test as it displayed a mid:09 (air trap assembly) error message, confirming the reported complaint. The defective air trap sensor block assembly was replaced to remedy the fault. Following service, including preventive maintenance service actions, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed mid:09 (air trap assembly) error message. The customer tried to clean/dry the sensor holes of the air trap sensor block without success. The mid:09 error persisted after the thermogard console was powered on. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.